Event description:
A complainant alleged that one (1) of their employees experienced a reaction to cavicide with symptoms of coughing, shortness of breath, and itchy and watery eyes, after using the product at their facility approximately six (6) years ago.

Manufacturer narrative:
The employee reported that her symptoms were alleviated by either getting fresh air or using a previously prescribed albuterol inhaler. To date, the employee is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.